Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s routine device check it was found that the battery longevity was 1.7 years when four months ago it was at 3.4 years. The implantable cardioverter defibrillator (ICD) remains in use. It was also found that the ventricular pacing thresholds were elevated and high on the right ventricular (rv) lead. The rv lead was reprogrammed. The following day the patient called the clinic and complained of extreme fatigue. The patient returned to the clinic and it was revealed that there was loc (loss of capture) on the rv lead. The lead was again reprogrammed to higher output and the patient said they felt better and were back to normal. The rv lead remains in use. It was noted that the rv lead¿s capture thresholds will be monitored thru remote transmissions and that the patient is to follow-up with the clinic in one month. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced and that the implantable cardioverter defibrillator (ICD) was explanted and replaced.